Event description:
It was reported that the device had an electrical reset. The device was reset to emergency parameters of ventricular fibrillation only and vvi 65. The company's technical services consultant instructed the reporter to pull manual charge time to reset the auto caps. Review of the save to disk shows a non-critical memory error. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.